Event description:
Stapler misfired during procedure causing compromise of anastomosis integrity. Only the first 2cm of the staple was deployed. The anastomosis site was re-stapled and procedure was completed.